Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The video controller board was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the images on the 9900 system had poor image quality during a case. The procedure was completed without incident. No pt injury was reported.